Event description:
As reported by the facility: reports an ongoing problem with sets leaking from different lot numbers. The current lot number that leaked is 0061315910. The most recent set leaked d5w fluid from the lower y-site, but have also had other sets leak from the upper y-site. Most leaks have been hydration fluid. There was one instance of a pre-med leaking (dexamethasone). The reporter stated there has been one occurrence involving a chemo leak (rituximab). This leak was caught very early and properly cleaned with a spill kit.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. If add'l pertinent info becomes available, a f/u report will be filed.